Event description:
The hospital reported an issue with an intravenous administration set involving either the model 9525a, 9526b, or 9527b multiport manifold. The only device information provided was that the set was for a pediatric patient. The hospital stated that the patient's manifold was changed in the morning in preparation for starting chemotherapy. The new set was primed with approximately 20cc ns prior to attaching the chemotherapy agent (cyclophosphamide). It was reported that within 20 minutes the nurse observed that the manifold filter was cracked, and as a result the IV fluids had dripped onto the floor. No chemotherapy agent was presumed lost as there was priming agent in the line. As a result the manifold tubing was replaced and the tubing restarted. There were no patient complications reported. The device was not returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc had initiated an investigation through the CAPA system for this type of alleged issue. This specific event has been included in that investigation event though the device was not returned for analysis. The investigation identified several minor improvements and adjustments to increase process robustness. Quest medical, inc has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event report. Quest medical, inc defers to the patient's physician regarding medical history.